Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product.

Event description:
It was reported that user changed isocenter for weighting in multiple isocenter plan; however, plan did not update to show new weighting. There was no mistreatment reported based on the available information.